Event description:
It was reported the device was not working as the amount of medication taken out was more than it should have been. The pt indicated she had another "pump" placed in (B) (6), although the MFR's device registration system indicated the catheter and not the pump had been replaced on (B) (6) 2009. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).